Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 24may2019. The user interface assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the user interface assembly did not identify signs of physical damage and contamination. The serial number was identified as (B)(4), and that the navigation (nav) ring was the version referred to as having a "notch". The user interface assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned user interface assembly did not respond to change settings in clockwise and counter-clockwise rotation in a normal way with the nav-ring (only intermittent, incremental changes). It furthermore failed resistance testing, and contamination and liquid ingress were observed from within the nav-ring when it was delaminated from the bezel body. The reported complaint of a nav-ring failure was confirmed; the contamination of the nav-ring caused instability/inoperation of the encoder. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a navigational ring failure. No patient or user harm was reported. The event date was not specified; estimate used.